Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 11 out of 11 returned display boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: the customer returned 11 lvp display board assemblies (p/n tc10004754). Visual inspection was performed on each board and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Display boards were provided for the investigation.

Event description:
It was reported that the customer is replacing the display board because of dim led segments.